Event description:
It has been reported that one bd veritor¿ system for rapid detection of group a strep was found giving discrepant results during use. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported that there are discrepant results. Customer reporting discrepant results with ver 256040 test kit.

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material # 256040), batch number 0218614. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It has been reported that one bd veritor¿ system for rapid detection of group a strep was found giving discrepant results during use. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported that there are discrepant results. Customer reporting discrepant results with ver 256040 test kit.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.